Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The tissue pad in the grasping section was worn away. The falling off of the tissue pad was not confirmed. When we performed probe check, no abnormality occurred. When we checked "seal" and ¿seal and cut¿ output, the output was activated. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic esophageal cancer surgery, the subject device was used. The tissue pad of the subject device fell inside the patient. The fragment was retrieved. There was no patient injury reported.